Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis, pneumonia on (B)(6) 2019 with blood glucose of 700 mg/dl. The customer¿s current blood glucose level was 343 mg/dl. The customer was treated with IV drip, manual or insulin pump. The customer was assisted troubleshooting for auto mode readiness. The insulin pump will not be returned for analysis.